Event description:
Pump was reported by service with a failure code which was found in the event history. The customer stated that this pump was not involved in a patient incident this time or since the last service event by baxter. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.